Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that two patient samples yielded correct negative reactions with anti-e (clone 906) but false positive reactions with anti-e (clone ms260/ms12) on erytype s rh-pheno double. The customer did return one patient sample that had caused the discrepant result, but the supposedly defective product was not send for investigational testing. Therefore our quality control laboratory tested the patient sample and additional donor samples on the retained erytype s rh-pheno sample. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed: the allegedly defective lot of erytype s rh-pheno double functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.